Event description:
It was reported that the device exhibited, ¿plunger not in place¿ sensor broken. There was unknown patient involvement.

Manufacturer narrative:
E1: (B)(6). B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair of plunger complaint. There was no service repair history. Reviewed alarm history and confirmed primary complaint. During the investigation, the plunger printed circuit board (pcb) was determined to be the cause of the issue. The plunger pcb was replaced. There were additional issues that were found, such as no secondary audible alarm which was due to a main pcb issue, and the main pcb was replaced. The interconnect board was also replaced due to rj45 connectivity issues. The pump passed all performance verification testing and operates as intended post repair.